Event description:
Event description cpi received information that this transvenous defibrillation lead was an attempted implant. The system was experiencing no pacing with inability to capture at maximum output with a psa. Testing with a new analyzer, revealed the same results. Impedance was also high, >3000 ohms. Additional information received states the lead appeared to be fractured. It will be sent back for laboratory analysis. The lead was replaced and the case continued with no further issues.